Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to perform prime and insulin was squirted out during prime. The customer¿s blood glucose level was 291 mg/dl. Customer state that they stopped during manual prime process. The device will be returned for analysis.